Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for the sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 03aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6), was performed which confirmed that this device was involved in a production failure q6 200230635 which does not correlate to the customer reported issue.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they pressure sensor disk replaced due to failed pressure disc calibration. As found software version 9.33.0.50, as left software version 9.33.0.50. Exp plastic recall completed - rear and front case. Barrel clamp replaced due to cracked handle. Tube drive replaced due to bent tube. Left and right iui replaced due to corroded pins. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03aug2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was involved in a production failure (B)(4) which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to press disk sensor fault of the pressure sensor harness 8110. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
The customer reported that the device failed preventive maintenance. There was no patient involvement.